Manufacturer narrative:
The patient experienced peritonitis on an unreported date approximately one week post pd catheter insertion (reported as ¿last week¿). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the event with intraperitoneal vancomycin (dose and frequency was not reported). At the time of this report, the patient¿s condition was improving. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.